Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that prior to implantable neurostimulator (ins) patient had had bladder trouble continuously. The patient stated she did not think it has done much good since implant, patient burns and urinates all the time, patient could sit for 15 minutes to pee. However patient also reported if she turns it off, it messes her up she could hardly pee at all and has trouble not peeing (not peeing too much) they have operated down there and don't find nothing. Patient started on (elmiron) presently for cystitis, she has tried antibiotics. Patient stated it hurt like "profanity" to put it in. The patient strained to pee and got another hernia. The patient also had colonoscopy and endoscopy. The patient indicators for use were gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.